Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified wear at the implant threads and drive feature. There are no signs of damage at the drive feature. Functional testing was performed for the returned product and it was determined that a mating abutment fit and seat into the returned implant drive feature (see functional testing). No pre-existing conditions were noted on the per. The reported devices were located on tooth # 19 (universal) and were removed the same day as the event. Review of appropriate documentation: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants; page 5 DHR review was completed for the subject lot number 63582781. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63582781) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (damaged drive feature + does not seat) or device(s) (tsvt6b11). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight is unknown/ not provided. Additional 510(k) number k101880.

Event description:
It was reported that the internal hex of the implant (B)(4) got damaged.